Event description:
Two pts at a hosp were reportedly diagnosed with pseudomonas after undergoing arthroscopy procedures. The scope used in the two procedures was said to have been processed in the steris system 1 processor.